Event description:
New information received indicates that high pacing threshold was also observed on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and increased pacing lead impedance were observed. The patient was asymptomatic. Physician noted clavicular crush and tortuous anatomy. The lead was capped and replaced. Patient was stable after the procedure.